Event description:
Laser hair removal burn, using the lightsheer device from lumenis. Using factory settings, following textbook from factory. Please look into this device that was FDA approved, it is on the market causing multiples injuries and second degree burns. FDA safety report ID (B)(4).